Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, component code), h11 the (fse) reported that the leak was due to the helium regulator being tightened down too hard which caused damaged to the cross threading of helium tank handle.. The fse replaced the helium regulator, bushing regulator, and housing. After the repair, the unit passed all functional and safety checks and was returned to service. The failure analysis and testing dept. Received part with a reported unit failure of physical damage due to cross threading. The fat performed a visual inspection and found to have a broken handle. See attachment. Probable cause of this is user error. Retaining the part in the failure analysis and testing department per procedure the most probable root cause per the dfmea is fatigue or contamination.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) had a major helium leak. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. Corrected fields: e1 (initial reporter, event site email), g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the leak was due to the helium regulator being tightened down too hard which caused damaged. The fse replaced the helium regulator, bushing regulator, and housing. After the repair, the unit passed all functional and safety checks and was returned to service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump (iabp), the regulator high pressure was damaged due to cross threading of helium tank handle. There was no harm or injury reported.